Event description:
The reporter stated the surgeon inserted and removed an aa4204vl silicone single piece lens within the same surgery due to a capsule tear. The lens was removed with no pt injury, no enlarged incision and a vitrectomy was performed. A three piece lens was implanted and a suture was required to close the incision. The reporter stated the capsule tear was not lens-related and this facility uses a competitor's phacoemulsification system. The reporter stated there was no apparent damage to the lens.

Manufacturer narrative:
(No product malfunction), eval: results - visual inspection of the returned product found no visible damage to the lens. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be not lens related. It should be noted that the injector and cartridge were not returned for eval.